Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed backup mode on the pacemaker (pm). No changes or intervention were reported. The patient condition was unknown.